Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain,") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menses"), back pain ("back pain"), muscular weakness ("muscle weakness") and migraine ("migraines,"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, cystoscopy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, muscular weakness and migraine outcome was unknown. The reporter considered back pain, menorrhagia, migraine, muscular weakness and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - protrusion"), pelvic pain ("constant pelvic pain,") and spinal operation ("surgery(other) -type of surgery :spinal surgery") in a 37-year-old female patient who had essure (ess205) batch no. 12269268, UDI no. (B)(4) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, degenerative disc disease, anemia and frequent periods. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menses"), back pain ("back pain"), muscular weakness ("muscle weakness"), migraine ("migraines,"), depression ("psychological or psychiatric problems or condition : depression"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), eye disorder ("vision/eye problems"), alopecia ("hair loss"), abdominal pain lower ("pain in lower stomach/side pain") and vaginal discharge ("vaginal discharge") and underwent spinal operation (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/bilateral salpingectomy and bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, spinal operation, menorrhagia, back pain, muscular weakness, migraine, genital haemorrhage, depression, nausea, tooth disorder, dysmenorrhoea, dyspareunia, eye disorder, alopecia, abdominal pain lower and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, genital haemorrhage, menorrhagia, migraine, muscular weakness, nausea, pelvic pain, spinal operation, tooth disorder and vaginal discharge to be related to essure (ess205). The reporter commented: insertion details : right tube. 4 coils protruding out of the ostia. Left ostia. Two coils protruding out of the ostia. Removal details : approximate 10 cm fibroid uterus with grossly normal appearing bilateral fallopian ubes and ovaries. Bilateral efflux from the uterus on cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain,") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive bleeding during menses"), back pain ("back pain"), muscular weakness ("muscle weakness") and migraine ("migraines,"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy, cystoscopy.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, muscular weakness and migraine outcome was unknown. The reporter considered back pain, menorrhagia, migraine, muscular weakness and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.